Event description:
Customer reported "the staff faced an inadequate flow rate with this device. During use on the patient. This patient has an unstable blood pressure." It was also reported "there were significant variations in blood pressure. Appears to correlate with midline therapy boluses. Patient under nicotinamide adenine dinucleotide on proximal line. Installation of peripheral line for administration of noradrenaline in order to eliminate the doubt: in blood pressure variations continued."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "the staff faced an inadequate flow rate with this device. During use on the patient. This patient has an unstable blood pressure." It was also reported "there were significant variations in blood pressure. Appears to correlate with midline therapy boluses. Patient under nicotinamide adenine dinucleotide on proximal line. Installation of peripheral line for administration of noradrenaline in order to eliminate the doubt: in blood pressure variations continued."